Manufacturer narrative:
Device remains implanted. Additional information was requested and if received will be provided on a supplemental report.

Event description:
It was reported that the threads at the distal end of a cannulated screw unraveled from the screw body while the surgeon was implanting the screw during a left ankle surgery. The threads separated from the body on the distal end of screw top 2 or 3 threads. Surgeon left the screw implanted. Seperation of threads was noticed on x-ray.

Manufacturer narrative:
The reported event that cannulated screw asnis iii ø4.0x70mm tl23.5mm was alleged of issue s-11 (breakage during surgery) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. Based on investigation, the root cause was attributed to a user related issue. The failure was very likely caused by a misuse of the device during insertion. As per labelling review a contact of an asnis iii screw with dense bone in a tangential direction may cause a deviation of the screw and/or a bending of the k-wire, which may result in damage to the implant. The operative technique (as-st-2 rev 1 asnis iii optech) was reviewed: ''contact of an asnis iii screw with dense bone in a tangential direction may cause a deviation of the screw and/or a bending of the k-wire, which may result in damage to the implant. See package insert for warnings, precautions, adverse effects and other essential product information.'' [Original statement(s)]. The instruction for use (v15013 rev n non active implant IFU ot-IFU-105 rev 3) was reviewed: ''ensure that you are familiar with the intended uses, indications/contraindications, compatibility and correct handling of the implant, which are described in the operative technique manual for the product system. [...] For your information, avail ourself of the training courses and publications offered (e.g. Operative techniques). [...] Intra-operative: ¿ avoid surface damage of implants. [...] ¿ during the course of the operation, repeatedly check to ensure that the connection between the implant and the instrument, or between the instruments, required for precise positioning and fixing is secure.'' [Original statement(s)]. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the threads at the distal end of a cannulated screw unraveled from the screw body while the surgeon was implanting the screw during a left ankle surgery. The threads separated from the body on the distal end of screw top 2 or 3 threads. Surgeon left the screw implanted. Seperation of threads was noticed on x-ray.